Event description:
It was reported that during an infusion a sudden drop in pressure on the pump was noticed and moisture was found around the luer lock connector of the device in the nicu. Upon removal of the device a crack was noticed running the length of the connector. No pt sequelae were reported.